Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and fever with cloudy effluent. The breach in aseptic technique was not further specified. The patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection (1g, once in three days and intraperitoneal), fortum injection (1g, daily and intraperitoneal) and syscan tablet (150mg, daily and intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.